Event description:
The facility reports during a transfer, the resident was turned toward the bed. An object hit the resident's leg, pushed their leg up. The sling clip detached and the resident fell to the floor, suffering a fractured hip.